Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, two infusion set was fell off during use. Patient's blood glucose at time of event is unknown. No further information available.

Manufacturer narrative:
Initial and final MDR 1905999 -MDR 3003442380-2024-12582 device 2 of 2.